Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 421 mg/dl. A correct bolus via the pump was administered to address bg level. Troubleshooting with tandem technical support was performed and determined that air bubbles were observed within the infusion set tubing. Customer primed the tubing to address the issue and resumed insulin delivery.